Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# unknown serial # unknown), smartablate pump (model# unknown serial # unknown). (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. Post use of biosense webster products, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 600cc of fluid were removed. The patient was reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. Anticoagulation was given to the patient and maintained at 300-350s. No transseptal puncture was performed. It is unknown when the event occurred as there was no evidence of a steam pop during ablation. A st. Jude sl1 8.5f sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The physician did not provide a causality opinion for the cause of this adverse event. However, the only catheter performing the left ventricle burns were septal. The cardiothoracic surgeon stated "no tamponade should have occurred in the area we were ablating."

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/03/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for deflection and the catheter failed. An x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. An internal corrective action was created to address the t bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed deflection test; however the root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.